Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is in the hospital and needs to get her insulin pump reset. Customer stated that when she pushes the act button, she gets the time and date but not any other options. Customer has taken the battery out of the pump for 2 days. Customer stated that she gets a lot of error messages. Customer stated that her blood glucose level was high and she was removed from the pump at the hospital and put on an insulin drip. It was found that the customer was in the intensive care unit. Customer set the time and date and had a battery out limit alarm. Customer stated that she had sensor on. Customer was advised not to reconnect the old sensor since it will pick up all of her old settings and she will get a sensor end alarm in 3 days.